Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported when the ems stapling device was fired the staples would not come out unless the trigger was repeatedly fired or the shaft of the device was tapped on the mayo stand to shake the staples loose. The procedure was completed, but the misfiring added more time to the case. There was no consequence to the pt.